Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on the left side which rubbed open and was bleeding. The patient's physician provided the patient with a cream and a patch to cover the sore. The patch was not interfering with electrode contact with the patient's skin. Follow up indicated that the rash was improving.